Event description:
A supplemental report is being submitted due to completion of the investigation on 21 nov 2025.

Manufacturer narrative:
Device evaluation: 02 x rms-060026-r devices of unknown lot number involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device was not returned for evaluation. Manufacturing record review: prior to distribution all rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review of historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0020 which informs the user about the potential adverse events associated with indwelling ureteral stents include: allergic reaction to nickel, bladder spasm, diminished urine drainage/stent occlusion, fever, fistula formation including arterioureteral fistula, hemorrhage, hydronephrosis, infection, insufficient urine drainage, loss of renal function, pain/discomfort, perforation of kidney, renal pelvis, ureter and/or bladder, peritonitis, pyuria, stent degradation/fracture, stent dislodgement/migration, stent encrustation, stent failure, tissue ingrowth, ureteral reflux, urinary symptoms (frequency, urgency, incontinence, dysuria, hematuria), urinary tract tissue erosion. It should be noted that the instructions for use lists diminished urine drainage/stent occlusion as a potential adverse event that can occur in conjunction with ureteral stent placement. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0018). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause may be related to patient-specific factors. The patient¿s tumour progression could possibly result in blockage of the stent lumen, preventing proper drainage. It is known from the available information that the patient had stage IV ovarian cancer. As per instructions for use, diminished urine drainage is listed as a complication following the placement of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: the user reported an issue with 02 rms-060026-r devices of unknown lot number. Confirmed quantity of 02 device, confirmed used. 140 days post procedure the site reported the patient experience diminished urinary drainage. The patient underwent placement of bilateral nephrostomy tubes, but resonance stents were let in place at that time. A possible root cause may be related to patient-specific factors. The patient¿s tumour progression could possibly result in blockage of the stent lumen, preventing proper drainage. It is known from the available information that the patient had stage IV ovarian cancer.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported per the observational post market study complaint form: on (B)(6) 2020 bilateral stents were placed due to extrinsic chronic obstruction due to gynecological malignancy via cystoscopy. Placement was confirmed via fluoroscopy. On (B)(6) 2021, 140 days post procedure the site reported the patient experience diminished urinary drainage. On (B)(6) 2021 the patient underwent placement of bilateral nephrostomy tubes, but resonance stents were let in place at that time. The procedure to remove the stents was scheduled for (B)(6) 2021, but patient passed away likely due to the metastatic ovarian cancer on (B)(6) 2021 and did not have stents replaced. The site related the event to the index device. Per the site: resonance stents were not patent, and nephrostomy tubes were placed. Per the site: ¿patient had metastatic ovarian cancer. After replacement of nephrostomy tubes (B)(6) 2021 patient was again admitted (B)(6) 2021 for sbo. Pt continued to undergo chemo, last f/u was with gyn/onc on (B)(6) 2021 where it was noted that her hydronephrosis was unchanged, pt passed on (B)(6) 2021 likely due to metastatic cancer.¿ patient passed away on (B)(6) 2021 and site confirmed not related to index device or procedure. 1. Was the device functioning as expected immediately after placement? Yes, per doctor¿s note (B)(6) 2020, ¿review of imaging and retrograde pyelogram at time of surgery shows likely resolution of malignant obstruction; however, given rising ca-125 markers discussed keeping the stents in place at this time as she is actively undergoing therapy.¿ 2. Were there any difficulties or anomalies noted during the initial stent placement? No 3. Was the device inspected before use for any visible defects or irregularities? Unspecified, but assuming there were no visible defects. Per op note, ¿on the left side attempts at placing a hyrid wire alongside the stent was unsuccessful given resistance in the mid ureter. A glide wire was navigated into the kidney followed by a 5fr ureteral catheter. A retrograde pyelogram was performed with the findings above. Next a super stiff wire was placed in the left kidney. The cystoscope was removed and reinserted and a hybrid wire was placed alongside the existing right stent. Both stents were removed sequentially. On the left a 6x26cm resonance stent was placed under vision with a good curl in the upper pole and the bladder. On the right a retrograde was performed with the findings above. A right 6x26cm resonance stent was placed under vision in the right upper pole and also with a good coil in the bladder.¿ 4. Was the stent placement confirmed radiographically (e.g., via fluoroscopy or x-ray)? Yes, good positioning. 5. Was the device manipulated or repositioned at any point after initial placement? No 6. What specific symptoms or findings led to the suspicion of stent failure (e.g., diminished urinary drainage, pain, infection)? Per ed admission note on (B)(6) 2021, patient has ¿stage IV ovarian cancer on chemotherapy c/b hydronephrosis s/p bilateral ureteral stents ((B)(6) 2020), chronic hematuria, hx of dvt s/p ivc filter placement, recent sbo who presents from infusion clinic with aki. The patient was scheduled for chemotherapy with topotecan on (B)(6) however was noted to have creatinine elevated to 1.5 (baseline 0.5) and came to the ER for further evaluation. She denies any change in urine output or dysuria, no flank pain, fever or chills. She reports having chronic 4/10 r sided abdominal pain for the past two months with associated n/v worse with eating. She was recently admitted in (B)(6) 2021 for sbo which was managed conservatively, and states that her symptoms have been persistent since then. She reports trying to maintain good po intake but is only able to keep down small amounts of food with chronic n/v. She also reports having watery diarrhea for the past week, with up to 10 episodes daily. Last infusion of topotecan was on (B)(6). She also reports having worsening dyspnea over the past two months without cough.¿ 7. Was the stent found to be occluded, encrusted, migrated, fractured, or otherwise compromised upon imaging? No specification of encrustation/migration/occlusion. Ir imaging findings below: ¿- pre-procedural ultrasound demonstrating severe bilateral hydronephrosis. - technically successful right 8f apd and left 8f apd percutaneous nephrostomy tube placement. - fluoroscopy images demonstrating bilateral double-j nephroureteral stents.¿ 8. Were there any signs of stent migration, kinking, encrustation, blockage or malposition on follow-up imaging? No. CT imaging CT a/p 1. Limited evaluation for small bowel obstruction secondary to lack of intravenous or oral contrast. Within these limitations, there are multiple mildly dilated small bowel loops with air-fluid levels which may reflect ileus versus low-grade small bowel obstruction. Redemonstrated is a possible transition point identified in the lower mid abdomen adjacent to anterior bladder dome. No pneumoperitoneum. 2. Marked increase in bilateral pleural effusions with overlying consolidative and/or compressive atelectasis and air bronchograms. Superimposed infectious process cannot be excluded. 3. Interval development of severe bilateral hydronephrosis. Redemonstrated are bilateral nephroureteral stents, unchanged. 4. Moderate abdominal ascites fluid, predominantly within left upper quadrant abdomen, increased from prior CT. 5. Redemonstrated are additional sites of likely peritoneal metastatic disease as above with limited evaluation secondary to lack of intravenous contrast. 9. Were there any patient-specific factors (e.g., tumor progression, infection, anatomical abnormalities) that could have contributed to stent failure? Yes, patient had metastatic stage IV ovarian cancer that seemed to be progressing and contributing to the hydronephrosis/stent failure. 10. Were there any changes in the patient¿s condition (e.g., worsening hydronephrosis, infection) prior to the event? Progressive metastatic ovarian cancer. Per doctor¿s note ¿patient returns for follow up after us on (B)(6) 2021 that showed moderate bilateral hydro. Later was admitted for sbo and CT at that time showed progression of metastatic disease and no hydro and stable renal function.¿ and again on (B)(6) 2021, ¿patient returns for a post-op and was recently admitted to the hospital for bilateral ureteral obstruction s/p bilateral ir nephrostomy tube ((B)(6) 2021). She notes hematuria in her left nephrostomy bag and right nephrostomy tube not draining.¿ 11. What was the timeline from stent placement to onset of symptoms? 140 days 12. Were any interventions attempted to restore stent patency before placement of nephrostomy tubes? No. Per hospital admission note, ¿pt presented with acute kidney injury with cr 1.5 (baseline 0.5) and was found to have bilateral obstructive uropathy based on CT abd/pelvis. Cr worsened to 1.8. Urology was consulted and recommended intervention by ir. Ir placed bilateral nephrostomy tubes on 3/22 without complication. Nephrostomy tubes are draining well without complications. Post nephrostomy tube placement cr improved to 0.9.¿